Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood gas flows) and the results are as follows. 160 mmhg blood side pressure drop. The reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alleged product issue with the fusion oxygenator during a procedure. The bypass started at 10.53a.m. The event involved steadily increasing pressure before the oxygenator, with a pressure reading of 650mmhg before bypass and at 11:06a.m. Additionally, there was a decreasing performance of the oxygenator despite the fraction of inspired oxygen being at 100%. The oxygenator was replaced at 11:13 a.m. And the extracorporeal circulation (ecc) was restarted. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Correction b5: it was reported that there was an alleged product issue with the fusion oxygenator. The bypass started at 10.53 a.m. The event involved steadily increasing pressure before the oxygenator, with a pressure reading of 650 mmhg before bypass and at 11:06 a.m. Additionally, there was a decreasing performance of the oxygenator despite the fraction of inspired oxygen being at 100%. The oxygenator was replaced at 11:13 a.m. And the extracorporeal circulation (ecc) was restarted. It was unknown if there were any patient complications as a result of the event. Correction d4: expiration date added. Correction h4: device mfg date added additional information b5: medtronic received additional information that the target flow of 5.7 l - 348 mmhg was reached, then a continuous increase in pre-oxygenator pressure occurred over 10 minutes. The pressure then was at 601 mmhg. The customer decided to replace the device. Activated clotting time (act) before the heart lung machine (hlm) start was 448 seconds, and after hlm startwas 792 seconds. Temperature at the start of the hlm was normothermic, then temperature setting was hypothermic (-34°c). The lowest temperature values were 35.0°c arterial and 35.3 °c venous. 1000 ml jonosteril, 250 ml mannitol 20% and 10,000 i.u. Heparin were used in prime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to device evaluation.visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing.. The testing was conducted at a 1:1 ratio (7lpm blood and gas flows) the results as reported below: ¿ 311 ml/min 02 xferc ¿ 186 ml/min co2 xferc ¿ 174 mm/hg delta pblood ¿ 160 mmhg blood side pressure drop conclusion: reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.